Manufacturer narrative:
The quantity of units affected is three. One sample was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A broken/cracked light blue main body identified during visual inspection. The reported condition was verified. An assignable cause could not be determined. The other 2 samples were not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was damaged. This event was observed during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.